Event description:
It was reported by a customer in (B)(6) that, during pt use, the ht50 ventilator generated an alert for an unk malfunction. The pt was transferred to another ventilator as a result of this event. There was no reported pt injury.

Manufacturer narrative:
It was reported by the distributor mediplex to have evaluated the unit and verified that the volume reached the set parameters. The reported malfunction could not be duplicated. The unit passed all tests and calibrations, and it was observed to be operating within mfg specs. (B)(4).